Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage occurred. The chronic total occlusion (cto) target lesion was located in the severely calcified, non-tortuous, distal right coronary artery (rca). After the lesion was predilated with a non-bsc balloon, a 2.25x32mm promus element stent delivery system (sds) was advanced however it did not cross the lesion. The device was removed and it was noted that a stent strut was deformed. Next, the physician advanced a 2.25x30mm non-bsc device which also would not cross the lesion. The lesion was further dilated with a non-bsc balloon before successfully advancing a 2.25x30mm non-bsc sds. The stent was deployed to complete the procedure. There were no patient complications and the patient's current condition is listed as "stable".

Manufacturer narrative:
(B)(4) -the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer- updated a visual examination of the returned complaint device revealed stent damage. The struts on row 1 from the distal edge were raised. Further examination revealed kinks along the entire length of the device. The balloon and tip sections of the device were visually and microscopically examined and no damage was noted that could have contributed to the event. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).